Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was malfunctioning as it was pacing the patient's heart at an extremely high rate. It was noted that the device had been turned off for the patient to undergo an echocardiogram at which point it began to exhibit the reported behavior. The device remains in use. No further patient complications have been reported as a result of this event.